Event description:
During the follow-up on (B)(6) 2026, an abnormal measurement was observed in the vega r52 (s/n: (B)(6); however, detailed measurement values were not available. On (B)(6) 2026, impedance below 300 ohms and significant noise were confirmed. As a result, the physician decided to replace the lead and informed the sales representative by phone that a re-intervention would be performed on (B)(6) 2026. On (B)(6) 2026, a re-intervention was carried out and the vega r52 was replaced. The physician commented, taht an insulation abrasion could be observed on the lead.